Event description:
Pt in operating room for laparoscopic cholecystectomy. During procedure the surgeon placed a clip on the anterior branch of the cystic artery and the clip applier jammed. The surgeon was unable to remove the clip applier from the artery. A 5mm weck clip applier was brought in and two clips were placed proximal to the ethicon clip applier. The surgeon then transected the artery proximally and on the gallbladder site, which allowed the surgeon to bring the clip out with the cystic artery segment. After a few minutes, the jaws released spontaneously on the back operating room table.